Event description:
Customer reported that while her plane was taking off, she saw the insulin back up into the insulin pump and measured four fingers long of an air bubble in the tubing. She stated that she saw a unit of insulin delivered. She reported that she had read about unintended insulin dosing on planes and that she was sensitive enough for one extra unit of insulin to kill her. She stated that she had to remove the insulin pump due to this issue and that the blood glucose went high. The blood glucose reading was 264 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.